Manufacturer narrative:
The concerto device is equipped with two side supports located on each side. To release it from the up position the two black catches need to be pressed at the same time. When raising the side support, the two catches shall be snapped into place. Inspection of the device revealed that the concerto side rail was bent. Photographs of the bent side support showed an issue with its locking mechanism, and it appears that the bent side support could only be properly locked on one side. In other words, the side rail could be secured with one black catch instead of two. The bent side rail may have been damaged prior to the incident, and the fault may have not been noticed by the caregiver. Therefore, the resident's weight applied to the side support, which was not fully locked, may have contributed to its opening. Mechanical failure can be considered one of the possible causes based on the type of damage (bent side support). However, this cannot be confirmed because it is unknown how and when the damage occurred. The device was not under arjo's service contract and was maintained internally by the customer. The concerto instructions for use (IFU; 04.ba.05_15) instruct the user to check the device at specific intervals: -"actions before every use (...) If any part is missing or damaged - do not use the product!" According to the preventive maintenance schedule, the functionality test of the concerto should be performed every week and this includes test for "catches on the side supports". Moreover, IFU warns: -"warning: to avoid resident falling out of the device, make sure that all side supports are in a locked position." -"when raising the side support, make sure the two catches snap into place". In summary, the concerto device did not meet performance specifications due to bent side support. The event occurred during use with the resident. The complaint decided to be reportable due to the patient's fall reported. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The device was inspected by an arjo representative. It was found that the bent side support did not attach properly. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an incident involving the concerto shower trolley. It was reported that during patient washing and lateral movement, the side support became unhooked and opened. The caregiver attempted to hold the patient as best as possible, but the patient still fell to the floor in the presence of two operators. As a result, the patient sustained minor epistaxis (nosebleed, which stopped immediately) and trauma to the right knee and right elbow (bruising). No medical intervention was required.